Manufacturer narrative:
Healthcare provider information is not reported based on the country privacy laws. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that failed to detach. The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage related to a ruptured amorphous aneurysm of the left middle cerebral artery (mca). The aneurysm max diameter was 5mm and the neck diameter was 2-3mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the coil was prepared according to the instructions for use. The complaint coil was the fourth to be used in the procedure. The physician attempted 4 or 5 times to detach the coil with the instant detacher without success. It was noted there was no problem with the instant detacher. Manual detachment with the hypotube was also attempted once without success. Finally the coil was removed and replaced with a competitor's product to complete the procedure. There was no harm or injury to the patient.